Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 700 mg/dl. It was stated that the customer also experienced vomiting, headaches and leg cramps. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the caller didn't have a tubing clamp for the high pressure test. It was stated that the drive support cap was flush. It was stated that the customer was put back on insulin pump therapy when she was being released from the hospital, and her blood glucose levels rose above 300 mg/dl. It was stated that the customer went home, and began using manual injections with better results. Advised the caller to call back for the high pressure test. Nothing further was reported.